Manufacturer narrative:
Batch review performed on 01 july 2021: lot 144604: (B)(4) items manufactured and released on 12-feb-2015. Expiration date: 2019-12-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event since 1-jan-2017.

Event description:
The patient came in reporting instability and the cause of the instability is unknown. 3 years and 9 months after primary the surgeon revised the sphere insert flex left 13mm s4 with a gmk-sphere tibial insert - flex s4l - 20 mm to give the patient more stability. The surgery was completed successfully.